Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided images found labelling confirming the product identification information. The anchor is not pictured in any images. There is debris on the sutures and on the shaft of the device. No damage can be seen on the device. A visual inspection of the returned device found that it is not in its original packaging. The anchor was not returned with the device. There is debris on the sutures and on the shaft of the device. The sutures are still intact. Per the anchor part drawing, the only way for the suture to be separated from the device is to cut and remove the sutures or fracture the anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an ankle surgery, the osteoraptor anchor was implanted but the suture and the anchor were separated. No delay and a back up was available to complete the procedure. No other complications were reported. The patient's outcome is as expected. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an ankle surgery, the osteoraptor anchor was implanted but the suture and the anchor were separated. It is unknown if there was a delay or back up available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.